Manufacturer narrative:
The field service engineer checked the analyzer. The sample probe was replaced and adjustments were performed. The probe washing station and mixer positions had to be adjusted to align with the probe. The investigation determined the issue was resolved by the service actions, but a specific root cause could not be determined.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested on a cobas c 503 analytical unit. Results for the following assays were affected: albumin, creatinine, and phosphate (inorganic) ver.2. The specific albumin and creatinine reagents that were in use were requested, but not provided. The first sample initially resulted in an albumin value of 0.891 and it repeated as 26.2. No units of measure were provided for this assay. The second sample initially resulted in a creatinine value of 1.73 umol/l and it repeated as 92.7 umol/l. The third sample initially resulted in a creatinine value of 2.31 umol/l and it repeated as 83.3 umol/l. The fourth sample initially resulted in a creatinine value of 3.75 umol/l and it repeated as 86 umol/l. The fifth sample initially resulted in a phosphate value of 0.05 umol/l and it repeated as 1.92 mmol/l.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.